Event description:
Six years following intraocular lens (iol) implant surgery, a surgeon reported that a haze-white opalescent area was noted in the core of the iol. The surgeon reported the patient's best corrective visual acuity had decreased, but otherwise the patient was asymptomatic. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/17/2009, 08/18/2009, 08/19/2009 and 09/04/2009 by phone, fax, and mail. A completed questionaire has not been received. This report was mailed to FDA on: 09/16/2009.